Manufacturer narrative:
The customer reported that their remote network station (rns) is not alarming. They also reported that when they attempted to reboot the unit it got stuck in a boot loop. No harm or injury was reported.

Event description:
The customer reported that their remote network station (rns) is not alarming. They also reported that when they attempted to reboot the unit it got stuck in a boot loop. No harm or injury was reported.